Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as the patient had no minicap on the end of transfer set and poor compliance with proper technique. The peritonitis was manifested by cloudy effluent. On the same day as the event onset, the patient was hospitalized for peritonitis and to ensure compliance with antibiotic treatment. The patient was treated with unspecified intraperitoneal antibiotics (dose, frequency, and duration not provided) for peritonitis. Action take with therapy was not reported. It was not reported if the patient was retrained on proper aseptic technique. Recovery status of the patient was not reported. No additional information is available.